Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 18/mar/2024 and 09/apr/2024, it was reported that the patient encountered insulin flow blocked after 5-10 seconds which led to high blood glucose level of 18.5 mmol/l. The patient's current blood glucose value (at time of call) was 18.5 mmol/l. The patient received bolus as corrective treatment. The infusion set last changed 2 days ago prior to the event. No further information available.